Event description:
Reporter experienced the er1 message one or two weeks ago. Reporter uses correct technique. Reporter utilizes color chart, her sample appearing similar to the darkest circle. Reporter repeated test and the blood glucose result was 600 mg/dl. Co informed customer that the meter does not 'read' that high. Reporter treated herself with insulin. Reporter's stomach hurt and she felt "awful". Reporter did not seek medical attention. Reporter mentioned had eaten donuts prior to this blood glucose reading.